Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 3163113/7071152.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of pain and redness was noted. The physician believe it was not device related and it was a low grade infection that got worse. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) explant procedure and was doing well post operatively. The explanted device components were discarded.